Event description:
During a laparascopic splenectomy procedure, the staple line bled profusely. Some open (unformed) staples were noted, others did not form properly. Some staples formed properly. There was no patient consequence.